Event description:
Customer reported one sars-cov-2 tma run, wl 000488-20210825-05, using assay lot 294803 on panther instrument sn (B)(4) which had a discrepant sample. The initial result was positive but resulted negative when retested using a non-hologic platform. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed the logs which did not show any hardware or assay issues. Customer understood that the results are dependent on proper sample handling/preparation and result reproducibility may be impacted by target concentration. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((eua (B)(4)), aptima sars-cov-2 ((eua (B)(4)), and aptima sars-cov-2/flu ((eua (B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.